Manufacturer narrative:
Result: the proximal end of the penumbra system 5max ace reperfusion catheter was fractured approximately 1.0 cm underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicates a kink was noticed in the proximal end of the catheter during the insertion. Evaluation of the returned product confirms that the proximal end of the penumbra system 5max ace reperfusion catheter was fractured underneath the strain relief. This type of damage typically occurs when the device is improperly handled during removal from the packaging or during preparation for use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, as the physician was introducing 5max ace reperfusion catheter, it was noticed that the hub was kinked. The 5max ace reperfusion catheter was not used in the procedure.